Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, ¿enlarged lymph nodes¿.

Event description:
Patient's representative reported a left side device rupture with "silicone bleeding which then also caused siliconomas". Also "experienced severe chest pain and tenderness, which limited freedom of movement and thus had a significant impact on everyday life. The symptoms also included typical bii (breast implant illness) symptoms and enlarged lymph nodes. As a result, (patient) developed sequelae such as histamine intolerance and cold urticaria" with anxiety and depression associated with the device recall. The device has been explanted.